Event description:
Journal article: hung sw, hamani c, lozano am, et al. Long-term outcome of bilateral pallidal deep brain stimulation for primary cervical dystonia. Neurology. 2007; 68:457-459. This article reports long-term outcomes for a series of 10 consecutive pts with idiopathic cervical dystonia (cd) who underwent bilateral globus pallidus internus (gpi) deep brain stimulation (dbs) between 2000 and 2005. Short term outcomes were previously reported for the first 4 pts (ref provided in article). Quadripolar electrodes (model 3387, medtronic) were inserted in all pts, and post-operative MRI confirmed the location. Implantable pulse generators were placed several days later. Programming was started after the pallidotomy-like effect vanished, and pts had returned to preoperative clinical status. The follow-up period was 31.9 +/- 20.9 months (range, 12-67 months). Six pts were termed good responders, and 4 pts were partial responders. Two pts developed moderate dysarthria with the optimal parameters of stimulation.